Event description:
It was reported that during a procedure 5 fibers did not work due to a blast shield damaged, and the laser console was making clicking sound. There were no error codes/messages displayed. This procedure was not completed and cancelled since they didn't have a backup laser. The patient was stable under general anesthesia, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure 5 fibers did not work due to a blast shield damaged, and the laser console was making clicking sound. There were no error codes/messages displayed. This procedure was not completed and cancelled since they didn't have a backup laser. The patient was stable under general anesthesia, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, it was evaluated by a field service engineer (fse) at the customer site. It was determined that the blast shield was defective and required replacement. The fse performed the blast shield replacement which resolved the issue, and the unit was within specification. As a result, the console was functioning as intended, the reported allegation was confirmed. The blast shield was later received at our quality assurance laboratory and underwent analysis. During visual inspection of the blast shield, it was identified that the device showed that the lens was damaged in the center and had burnt marks. According to this information, this malfunction could have affected the device performance leading to the event experienced by the customer. A device history record review confirmed the device met all manufacturing specifications; and a risk review confirmed that the event is accounted for in the risk documentation.